Event description:
A malfunction alarm was reported, identified as malfunction code 9. There was no adverse impact to the customer's blood glucose level. Technical support provided the customer with instructions to reset the pump, and after the reset, the malfunction did not recur. The customer was advised to continue using the pump and to contact support if the issue happened again. No additional information was received regarding the outcome of the event.